Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump received with missing end cap sticker. The insulin pump received with all buttons responding properly. However, moisture traces were found at keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during the manual prime process. The caller stated that she got sick and ended in the hospital with high blood glucose of 508mg/dl. The customer experienced nausea, stomach pain, ketones, and frequent urination. The caller is (B)(6) pregnant. Troubleshooting was performed and the drive support cap appears to be normal. The customer had an MRI last month, and she was disconnected from his body but had the device clipped to waist under a protective coat. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.